Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received info that the surgeon discovered air in the pt during cardioplegia delivery. It was reported that at the time air was discovered, the anesthesiologist had over-pressurize the cardioplegia solution bag. When the stopcock was opened, the solution was flushed to the pt under high pressure. A double head pump was used for venting the heart. The perfusionist stated that the pump was running correctly, in the right direction and venting the heart. The air was cleared and the vent and cardioplegia were re-started. The pump was used for another case the same day without issue. The pump was checked at the hosp after the incident. No failures noted. The pump was later removed from service for further eval. The hosp has not released the s3 pump to sorin group (B)(4) for eval. The investigation is on-going. A f/u report will be filed when the investigation is complete. The hosp reported the incident to the country's competent authority. Air was discovered in the pt. The pt later expired. This medwatch report is being filed as a result of these issues.

Event description:
Sorin group (B)(4) received info that the surgeon discovered air in the pt during cardioplegia delivery. It was reported that at the time air was discovered, the anesthesiologist had over-pressurized the cardioplegia solution bag. When the stopcock was opened, the solution was flushed to the pt under high pressure. A double header pump was used for venting the heart. The perfusionist stated that the pump was running correctly, in the right direction and venting the heart. The air was cleared and the vent and cardioplegia were re-started. The pump was used for another case the same day without issue. The pump was checked after the incident. No failures noted. The pump was later removed from service by the hosp for further eval. The pt expired several days after the incident.